Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the o-ring. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 234 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged leakign cartridge could not be confirmed as no cartridge was returned and the fill estimate could not be verified.